Event description:
The customer reported the system will not boot up. No pts involved.

Manufacturer narrative:
The ge svc rep was unable to duplicate the problem reported. The rep checked the 5 vdc, and the 12 vdc on the video switching pcb ... Measures 4.7 vdc, adjusted to 5.05 vdc; measures 11.8 vdc, adjusted to 12.05 vdc. Cleaned the lint filter on the back of the workstation. Rebooted the system multiple fluoro exposures without any issues. The system run as intended.